Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).

Event description:
Customer reported that a patient sample with a history of anti-e did not react with vp169. Testing with competitor cells diluted to 0.8% reacted with the sample. Qc was satisfactory. Issue only occurred with this patient sample.